Manufacturer narrative:
The customer reported complaints of keypads being replaced due to faulty keys was evaluated. Physical inspection noted one keypad showed plastics damage at the inserts and the other was in good condition with no issues observed. During internal inspection, 1 out of 2 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Test results identified that the ac indicator light did illuminate on 2 out of 2 keypads after plugging in the power cord and the system on key. Various keys on the keypad were not functioning as intended. The other keypad with the ac indicator lights illuminating as expected had no faults, all keys worked as intended. Incidental plastic damage found. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 01/23/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/21/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device only a keypad was provided for investigation.

Event description:
It was reported the (2) pcu front cases are being replaced due to faulty key pads. There was no patient involvement as the issues were found during preventive maintenance.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the (2) pcu front cases are being replaced due to faulty key pads. There was no patient involvement as the issues were found during preventive maintenance.